Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. Correction to the d5; operator of the device is olympus. Correction to h6 medical device problem code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that high-energy treatment tools like lasers, radio frequency, etc. Were used without sufficient distance from the tip. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The instruction manual gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope describes the detection method as follows: 8 inspect the entire distal end of the endoscope, including the objective lens and light guide lens, for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. The instruction manual gif/cf/pcf type 260 series operation manual (4.3) using endotherapy accessories contains warnings for use with high-energy treatment tools. Never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation, as well as equipment damage, can result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.